Event description:
It was reported that: manta was deployed per IFU. There was bleeding at groin site after manta was deployed. When post angio was taken it seemed as though there was slow flow. Cut down was then performed once bleeding was controlled. Additional information: during a tavr procedure on the (B)(6) 2023, ultrasound was utilized to gain access in the right common femoral artery. It was reportedly a high access. Vessel size was 8.8mm with no reported calcification or tortuosity. Measured depth for the manta was 3+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 132/66mmhg and act was 232 prior to closure. Post deployment there was pulsatile blood flow from the site. During the cutdown it was noted that the manta appeared to be malpositioned due to the high bifurcation. Collagen was in the vessel. Manta was explanted. Patient was reported as stable post procedure and was discharged home the following day.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi/teleflex indicating a radiopaque lock positioned at the bifurcation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, access having a high bifurcation was gained utilizing ultrasound guidance. The arteriotomy was 8.8mm, and clear of calcification or tortuosity with a measured deployment depth of 3cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. After completion of a tavr procedure, an 18f manta was deployed to the measured deployment depth in the right common femoral artery. Following deployment, pulsatile bleeding was present in the groin area. A post-angiogram indicated slow flow. Once the bleeding was controlled, the physician chose to do a cut-down whereas the anchor appeared to be malpositioned due to the high bifurcation and the collagen in the vessel. The manta device was explanted, and the vessel was repaired, achieving hemostasis. The patient's outcome post-procedure was stable and discharged home the next day. The manta instructions for use posts warning not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Procedural requirements indicate arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. The IFU precautions if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta was deployed per IFU. There was bleeding at groin site after manta was deployed. When post angio was taken it seemed as though there was slow flow. Cut down was then performed once bleeding was controlled. Additional information: during a tavr procedure on the (B)(6) 2023, ultrasound was utilized to gain access in the right common femoral artery. It was reportedly a high access. Vessel size was 8.8mm with no reported calcification or tortuosity. Measured depth for the manta was 3+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 132/66mmhg and act was 232 prior to closure. Post deployment there was pulsatile blood flow from the site. During the cutdown it was noted that the manta appeared to be malpositioned due to the high bifurcation. Collagen was in the vessel. Manta was explanted. Patient was reported as stable post procedure and was discharged home the following day.